Manufacturer narrative:
The patient was scheduled for further evaluation. Records indicate this system remains in service. Should additional information become this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead received eight shocks for supraventricular tachycardia (svt). Therapy was exhausted and the last delivered shock had a shock impedance greater than 125 ohms. Device interrogation also revealed a code 1005 indicative of an open lead condition. Boston scientific technical services (ts) recommended troubleshooting the lead. No adverse patient effects were reported.